Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
On (B)(6) 2016, an (B)(6) male patient underwent a abdominal aortic aneurysm(aaa) repair by way of a spiral-z technology aaa endovascular iliac leg graft. On an unspecified date in (B)(6) 2016, follow up computed tomography (CT) was normal. On (B)(6) 2017, a limb occlusion at the left limb bifurcation was noted. It was reported that it (the vessel) did not appear kinked but it was determined that the iliac did not have blood flow. The patient was administered heparin during the procedure and was prescribed an aspirin regime post procedure. On (B)(6) 2017 the patient underwent a femoral to femoral bypass. At the native bifurcation, the physician used another manufacturer's 9x25 and 10x25 kissing balloons due to the narrowing of the bifurcation. On the left iliac, an 8x27 another manufacturer's stent was used. On an unspecified date post procedure, the patient was said to be stable. Imaging has been requested but has not been provided at this time.

Manufacturer narrative:
A review of instructions for use and quality control was performed during this investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Due to the information in the complaint report and the image review, the root cause of occlusion is "procedure related - patient condition related". This was chosen as the image review noted irregularity of the infrarenal aortic neck with a chronic dissection (tear within the wall of the blood vessel) and stenosis of the left common iliac artery with occlusion of the left hypo gastric artery before the implant. The second root cause of occlusion in the left iliac is likely due to "product use or handling related - did not follow instructions/label", as the image review indicates that there was a more than recommended overlap of the right iliac leg into the main body and the iliac vessel diameter was below the IFU for a 13mm diameter iliac leg used in the procedure. Therefore, the above mentioned reasons would have caused the graft compression and a narrowed lumen, due to which the blood flowing into the lumen would have experienced decreased shear forces from slowing flow and turbulence, which could have favored neointimal hyperplasia and completely occluded the left iliac leg. It was during a follow up that the problem of occlusion was identified and the patient successfully underwent a fem-fem bypass. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.